Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. Root cause for the complaint condition could not be determined. Potential root causes: solution quality issue chemistry and microbiology data must meet regulatory requirements prior to release. Consumer mishandling no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. Event related to surgical technique no conclusion can be made regarding the contribution of surgical technique. The product labeling for ophthalmic product provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Chiharu iwahashi, efficacy of inner wall retinectomy for bullous schisis cavity hanging over or threatening the macula in patients with congenital x-linked , retinoschisis. Retina. 43, 64¿71, 2023. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via literature source regarding the surgical outcome of vitrectomy for bullous schisis cavity hanging over or threatening the macula in patients with congenital x-linked retinoschisis (cxlrs) and evaluated surgical techniques, including inner wall retinectomy, and the use of intraocular tamponade. The first patient in the study underwent a lens-sparing vitrectomy with the help of ophthalmic tamponade and during the follow up it was found that the patient had developed cataract in right eye. Additional surgeries such as pars plana vitrectomy (ppv), inner wall retinectomy (iwr), phacoemulsification with an intraocular lens implantation (p+I) and ophthalmic tamponade removal has been performed to treat cataract. The patient eye had maintained a clear central visual axis at the last examination. This is one of six reports for the first patient (od) involved in the event.